Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker experienced bradycardia while undergoing a magnetic resonance imaging. It was confirmed that the device system was MRI conditional and was programmed in MRI protection mode. Technical services (ts) urged the health care professional (hcp) to refer to cardiology for further guidance. The device remains in use. No additional adverse patient effects were reported.